Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress. Recall of device is underway.

Event description:
It was reported that one day after implantation of an intraocular lens (iol) into the left eye (os), the surgeon noted the patient presented with hypopyon 0.3, diffuse fine keratic precipitate (kp), and 4+ cells fibrin. This reaction was diagnosed as toxic anterior segment syndrome (tass)/endophthalmitis. An injection of vancomycin & ceftazidime was administered into the eye. In the surgeon's opinion, the most likely cause of the event was infection post-op. Patient outcome is good. The following medications were prescribed for use at home postoperatively: pred/moxi/brom 1%/0.5%/0.075% 1 gtt qid. Prednisolone 1% 1gtt q1h while awake until seen (B)(6) 2025 stopped).